Manufacturer narrative:
Product number (B)(4) is sold exclusively outside of the united states. The PMA/ 510(k) number and the product classification code represents a similar device with the catalog # 2000-00 that is sold in the united states. The investigation is in progress. Upon completion of the investigation, a supplemental report will be mailed.

Event description:
(B)(4). It was reported that the patient was to be cooled down to 33 degrees celsius. The start was successful but after a period of time, the cooling failed. The device was rebooted and the settings were approved by telefon. The water wasn't cooling the patient. The therapy was canceled.